Event description:
The customer reported that the jaw coating came off the device and fell onto pt tissue. This occurred with two devices within the same surgery. There was no pt injury. Additional device used in the procedure can be found on MFR report # 1717344-2010-00694.

Manufacturer narrative:
Covidien reference#: (B)(6). Date of initial report: (B)(6)2010. The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.